Event description:
The ge oec 9600 fluoroscopy system displayed precharge failure errors.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the battery pack was failing. The battery pack was removed and replaced to restore function. The system was tested and found to be functioning as intended and was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.